Manufacturer narrative:
Expertise of the returned device did not reveal any anomaly.

Event description:
Reportedly, premature battery depletion occurred. Preliminary analysis results showed that, based on available data, normal battery depletion occurred based on hrs guidelines as of (B)(6) 2020 (the recommended replacement time had not been reached at that date).

Event description:
Reportedly, premature battery depletion occurred. Preliminary analysis results showed that, based on available data, normal battery depletion occurred based on hrs guidelines as of (B)(6) 2020 (the recommended replacement time had not been reached at that date).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, premature battery depletion occurred. Preliminary analysis results showed that, based on available data, normal battery depletion occurred based on hrs guidelines as of (B)(6) 2020 (the recommended replacement time had not been reached at that date).